Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed out infusion sets in an attempt to address the alarms. Customer's blood glucose was 227 mg/dl at the time of the report.

Manufacturer narrative:
Add (2199 patient code); remove (2692 patient code).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. No further details were given. No reported impact to the customer¿s blood glucose level.